Event description:
It was reported that clinician contacted arrow clinical support (acs). Iab was inserted in 8/05 and there were no difficulties until two days later when iabp experienced a constant helium loss alarm. Iab was checked for loose connections and kinks with none found. Iabp was exchanged but alarms continued. Acs went through troubleshooting steps w/ clinician but alarms were not resolved. Iab was removed from patient. There were no reported patient complications.